Manufacturer narrative:
This device has not been returned at this time. If it is returned, analysis will be performed, and this report will be updated.

Event description:
It was reported that this pacemaker was unable to be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that premature battery depletion was suspected. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. The battery analysis determined that there was a short in the cell caused from the cathode tab coming in contact with the can due to a torn insulator tube. This internal short in the battery was determined to be the cause for the battery depleting faster than expected.

Event description:
It was reported that this pacemaker was unable to be interrogated. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that premature battery depletion was suspected. This device has been returned for analysis. This report will be updated upon completion of analysis.